Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the mid left anterior descending artery (lad) with one 3.0 x 18 mm xience v stent. On (B)(6) 2011, the patient experienced unstable angina and underwent percutaneous coronary revascularization with xience stents in the mid lad, distal right coronary artery (rca) and distal circumflex (cx) artery for restenosis greater than 70% but less than 100% stenosis in the mid lad, 100% stenosis in the distal cx and distal rca. The revascularization procedure was performed on an outpatient basis and the patient's condition resolved the same day. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system spirit IV instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.